Event description:
A revision surgery was performed due to a fracture at the junction of the modular hip stem. The surgeon removed the omni implants and replaced them with non omni implants. The removed implants were not returned to omni. Initial surgery was on (B)(6) 2004 and revision surgery was on (B)(6) 2012.

Manufacturer narrative:
Evaluation summary to support: the implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Photographs of the explanted femoral stem and neck indicate that the neck broke where it is mated with the stem, and also that the pin in the stem broke. Based on the info provided, a review of manufacturing lot records was performed. All implant lot records were reviewed and no deviations were noted. The info provided is insufficient to permit a conclusion regarding the failure of the modular hip. The pin in the stem did shear, but the lower portion of the neck also broke. It cannot be determine which event occurred first or if they occurred simultaneously. This is the first known complaint of pin shear where the neck also broke.